Manufacturer narrative:
(B)(4): damaged shaft, empty. (B)(4). The analysis results of device (a) found that it was received empty, the orange indicator was not completely visible and with shaft bent at handle assembly area. Possible cause for the damage found may be inadvertent pressure placed on the device shaft. No testing could be performed to evaluate the incident reported due to the returned condition of the device. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The analysis results found that device (b) was received inside its original package. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The analysis results found that device (c) was received inside its original package. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The analysis results found that device (d) was received inside its original package. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The analysis results found that device (e) was received inside its original package. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Another device was used to complete the procedure. No adverse consequences reported.